Event description:
It was reported that the procedure was cancelled. An ffr link was selected for examination of the target lesion. During use, the device experienced an error and was unable to send waveforms. Because of this, the procedure was not able to be completed. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address: (B)(6). The returned product consisted of the ffr link. A visual inspection of the device revealed it was in good condition. When the device was put through functional testing, it did not fail any of the steps. The lab was not able to confirm the reported events, as the investigation revealed no damages or deficiencies.

Event description:
It was reported that the procedure was cancelled. An ffr link was selected for examination of the target lesion. During use, the device experienced an error and was unable to send waveforms. Because of this, the procedure was not able to be completed. There were no patient complications.

Manufacturer narrative:
A correction report is being submitted to include investigation information. E1 initial reporter address: (B)(6). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the event. Device technical analysis: the returned product consisted of the ffr link console. A visual inspection and functional test revealed no damages or defects with the device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review was completed and confirmed that the event of cancelled/rescheduled - post sedation/sedation unknown (prolonged procedure - limited) was defined in the risk documentation. These event type have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: a thorough review of the available information in the complaint did not find any fault condition(s) with the product related to the reported complaint allegation. The investigation conclusion code of no problem detected was selected.

Event description:
It was reported that the procedure was cancelled. An ffr link was selected for examination of the target lesion. During use, the device experienced an error and was unable to send waveforms. Because of this, the procedure was not able to be completed. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the ffr link. A visual inspection of the device revealed it was in good condition. When the device was put through functional testing, it did not fail any of the steps. The lab was not able to confirm the reported events, as the investigation revealed no damages or deficiencies.

Event description:
It was reported that the procedure was cancelled. An ffr link was selected for examination of the target lesion. During use, the device experienced an error and was unable to send waveforms. Because of this, the procedure was not able to be completed. There were no patient complications.